Event description:
The user facility reported a 58-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the automated impella controller (aic) abruptly dropped 100 percent to 50 percent two times during transport. Both occurences the aic would quickly return back to 100 percent. The aic was switched to a backup and there were no more issues. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the aic - battery charging/other issues has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. The reported battery level low (50%) issues were unable to be reproduced. The root cause of this issue was a defective pbm. Random power cycling of powermod1 in pbm resulting in abrupt loss of communication to the batteries.